Event description:
It was reported that this device exhibited potential premature battery depletion and is pending device data analysis. Additional information has been requested regarding the specific device details, but has not yet been received. At this time, the device remains in-service and no adverse patient consequences were reported.